Event description:
Customer reported two occurrences of a pt on the treadmill wherein, after pressing the treadmill stop button, unit did not stop. Treadmill would only stop when power was turned off. This report will represent the first of two occurrences. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under another country's law and the data protection act 1998, pt info is considered confidential and will not be released by the hosp.